Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was report that the right atrial (ra) lead was noted with high threshold one day post implant. The lead was repositioned. During reconnecting to the implantable pulse generator (ipg) device, the lead easily disconnected from the header with a simple tug test. The setscrew was completely taken out and a final attempt was made to reconnect the lead to the header with no success. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.